Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient¿s ¿unit was broken.¿ it was later clarified that the patient¿s unit stopped working 7 years prior to the report. There was an electrical malfunction. The circumstances were unknown. The patient experienced continued pain. It was noted that no doctor would evaluate the event. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type: programmer. Patient product ID: 3888-28, lot# l45883, implanted: (B)(6) 1997, product type: lead. Analysis of the ins, serial # (B)(4), found no significant anomaly as the device reached an end of life battery status. Analysis of the lead, lot # l45883 found that all conductors were broken 12.2 cm from the distal end and the anchor site was unknown.

Manufacturer narrative:
(B)(4) applies to the ins and (B)(4) applies to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type: programmer, patient. Product ID: 3888-28, lot# l45883, implanted: (B)(6) 1997, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.